Event description:
It was reported by the patient that they were concerned their device was not functioning properly. The patient stated that their heart rate was 51 beats per minute and the device was set to pace at the low rate of 61 beats per minute. Upon follow-up, the hcp indicated the device was interrogated the following day and programming changes were made. There were no complications and no additional information noted about the patient's heart rate. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.